Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced extra cardiac stimulation. The left ventricular lead was capped and replaced on (B)(6). No further information was available.

Manufacturer narrative:
This supplemental report is to correct the initial MDR report. The lead was explanted and replaced rather than capped and replaced. Additional information of lead dislodgement was also reported.

Event description:
New information noted that the patient who experienced extra cardiac stimulation presented in clinic for routine follow-up. During lead reposition, the lead dislodged. The lead was explanted and replaced. The patient was stable post procedure.